Event description:
Country of complaint: (B)(6). Complaint states: the client underwent a rectopexy and hernia repair. The mesh used was optilene mesh lot no 110105, dimensions 10/15 cm. (B)(4). Potential claim for personal injuries as a result of an operation which took place on (B)(6) 2010 at (B)(6).

Manufacturer narrative:
Manufacturing site eval: eval is ongoing.